Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and released in compliance with applicable standards. Review of patient files provided revealed that, during follow-up on (B)(6) 2026, ventricular sensing was unstable, fluctuating between 3 mv and 6 mv. Impedance values were also mildly variable, with an average of approximately 500 ohms and daily fluctuations between 400 ohms and 600 ohms. Since (B)(6) 2026, ventricular auto-threshold measurements were not obtained, as values exceeded the defined limit. Review of recorded episodes identified intermittent ventricular capture failure. Based on these findings, ventricular lead (micro-) dislodgement is suspected. However, in the absence of x-ray images, this cannot be visually confirmed. The lead was successfully repositioned on (B)(6) 2026. Lead dislodgement may be associated with external factors, including patient-specific anatomy or implant technique, and is a known potential complication described in the device instructions for use and in the literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, on (B)(6) 2026, a reintervention occurred due to suspected micro-dislodgement of the rv lead. The lead was repositioned on apico-septal position with correct pacing threshold and sensing measurements. After reintervention, cough and provocation maneuvers were performed without lead dislodgement.